Manufacturer narrative:
The site advised that the device is not available; therfore no evaluation of the graft was possible. (B)(4). Trend analysis - review of similar complaints of leakage for all gelweave branded devices gave an occurrence rate of (B)(4). Communication/interviews - information has ben requested from the clinician regarding the procedure. Analysis of production records - a review of the retained qc and manufacturing records for this batch (with attention to all in process and base material porosity testing) confirmed that the batch was manufactured to its design specification. Device not returned - the site advised that the device is not available. No device problem found - no issue was found with the manufacturing of the batch (based on the review of the retained production records) the root cause of the reported defect could not be determined. Vascutek ltd. Considers this event as closed. Further action is not planned, however, the issue will be tracked and trended as part of the on-going complaints trending and reporting process, if an adverse trend develops action may be taken at that time.

Event description:
On (B)(6) 2021, the surgeon utilised a gelweave straight graft for axillary cannulation into a patient. Approximately 90mins into the procedure the gelweave branded graft started to leak (blood was leaking on to the floor). The graft was wiped, but it continued to leak. The graft was under pressure (at an unknown level) and the patients temperature was at 34 degrees. No intervention was performed by the clinical team during use and no negative effect has been reported with regards to the patients condition.